Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 with gastrointestinal bleeding (gib). Esophagogastroduodenoscopy (egd) was performed on (B)(6) 2019; following anemia. The patient received IV iron and blood transfusions as needed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not be conclusively determined through this evaluation. The hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document also provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing this event.